Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent became stuck at the collar, dislodged and was damaged. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50 x16 synergy¿ drug-eluting stent was advanced with the support of a guidezilla¿ ii guide extension catheter. However, upon passing the device, the stent got stuck at the collar, got dislodged in the guidezilla and damaging the stent as well. Both devices were removed together from the patient's body and the stent was removed from the guidezilla outside the patient. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. A visual examination found that the stent was returned detached from the sds. The stent struts were stretched, overlapping and bunched. The maximum crimped stent profile measurement at the time of manufacture was within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and do not appear to have been subjected to positive pressure. Stent crimp markings were present on the balloon body indicating the stent was crimped to the balloon prior to shipping. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that stent became stuck at the collar, dislodged and was damaged. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50 x16 synergy¿ drug-eluting stent was advanced with the support of a guidezilla¿ ii guide extension catheter. However, upon passing the device, the stent got stuck at the collar, got dislodged in the guidezilla and damaging the stent as well. Both devices were removed together from the patient's body and the stent was removed from the guidezilla outside the patient. No patient complications were reported and patient's status was stable.